Event description:
On (B)(6) 2012, the patient underwent the surgery with the g3 long nail. After surgery, the fracture part was non-union. On (B)(6) 2013, the patient felt the pain in the hip joint. The surgeon confirmed x-ray. And he found that the nail was broken. Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail were not found. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 14 months. Information received indicates that in this case bone healing was insufficient and non-union occurred. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather patient related (insufficient bone healing / non-union after an implantation period of 14 months). No non-conformity was identified.

Event description:
On (B)(6) 2012, the patient underwent the surgery with the g3 long nail. After surgery, the fracture part was non-union. On (B)(6) 2013, the patient felt the pain in the hip joint. The surgeon confirmed x-ray. And he found that the nail was broken. Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2013.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.